Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the battery does not charge. The customer reported the unit was not in use on patient.

Manufacturer narrative:
The manufacturer's field service engineer was able to duplicate the reported problem. The manufacturer's field service engineer repaired the unit by replacing the battery. The device has been returned to normal function.

Event description:
The customer reported that the battery does not charge. The customer reported the unit was not in use on patient.